Event description:
Tried the product (nextgen abs muscle stimulator military grade) on my wife. It absolutely no good at all. I am currently trying to return this product for a refund, and am not at all sure if a refund will be issued. Do your records show that refunds from the nextgen company are processed?